Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the urinary catheter tubing collapsed at the bag junction causing a urinary obstruction to the bag, which prevented urine from going into the bag. As a result, the bag was replaced with another urinary drainage bag. It was also reported that the patient allegedly experienced urine retention.

Manufacturer narrative:
No physical sample was returned for evaluation; however, a picture was provided. Per visual inspection of the picture received, a kink was observed in the inlet tube. The reported issue was confirmed with an unknown cause. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the urinary catheter tubing collapsed at the bag junction causing a urinary obstruction to the bag, which prevented urine from going into the bag. As a result, the bag was replaced with another urinary drainage bag. The nurse stated that the urine was prevented from going into the bag.